Event description:
It was reported that auxiliary control unit watchdog and primary alarm post. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top of case cracked at both front corners. Battery door broken at mounting hole.unable to duplicate the customer?s reported issue. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced primary speaker and interconnect pcb for preventative purposes.